Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Study event. Device malfunction: none; time of symptoms/ae: at the end of the procedure; symptoms/ae: right upper extremity and right hand weakness. It was reported that at the end of a successful angioplasty and stenting procedure of a heavily calcified left common carotid artery, the pt experienced weakness in the right upper extremity and right hand. The pt was diagnosed with a stroke possibly embolic in origin. There were no other neurological deficits noted. The pt was observed overnight and significant improvement was noted. The pt was discharged to home the next day with outpatient rehabilitation. The pt's condition was continuing to improve. Though requested, no additional information was available.